Event description:
The customer reported the sys would not x-ray during a case. There is no report injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.